Event description:
It was reported that this right ventricular (rv) lead was explanted due to a microdislodgement with it presenting high pacing threshold measurements shortly after implantation. This lead had a high septal placement. The high pacing thresholds measurements resulted in an increase in the consumption of the battery of the attached pacemaker. A new lead was implanted. No additional patient effects were reported.

Manufacturer narrative:
Amendment. Corrected fields: f10 device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a microdislodgement with it presenting high pacing threshold measurements shortly after implantation. This lead had a high septal placement. The high pacing thresholds measurements resulted in an increase in the consumption of the battery of the attached pacemaker. A new lead was implanted. The device has returned and is pending analysis. No additional patient effects were reported.